Event description:
Customer reported the sensor was inaccurate. The device was alarming low predict and when she checked her blood glucose it was 501 mg/dl. The device has also alarmed no delivery. Blood glucose of the time of alarm was unknown. The alarm was resolved with a complete set change. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.